Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked belt clip slot, cracked battery tube threads and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump sustained physical damage, which prevented the reservoir from locking into place. The customer's blood glucose was 183 mg/dl. The customer stated that the top of the reservoir tube broke off, and she did not know how the damage had occurred to the insulin pump. She also noted that she had had high blood glucose of 511 mg/dl when she took the amount of insulin which had been recommended by the insulin pump, and it lowered to 476 mg/dl. She then treated with another 5.5 units of insulin, but her blood glucose rose back up to 510 mg/dl. She stated that when she awoke the next morning, her blood glucose was 276 mg/dl. She did not know what caused the unexplained high blood glucose. She advised that she had spoken to her doctor regarding it. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.